Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). Follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
The valve was leaking. No patient harm. The patient is in the clinic to change the valve. Was there any damage noticed on catheter valve? No. Was the valve cracked or broken? No. Where is the catheter located? Abdomen or chest: chest. Is there a photo or sample available showing the reported issue? Unfortunately, no. Does replacing the valve fixed the problem? Yes. Did the patient require additional diagnostics other than the valve replacement to be able to drain. No. How long has the catheter been in place: since (B)(6) 2021.